Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test were performed, which found that the pump can't differentiate between latched and unlatched states. This is caused by a faulty latch sensor. The customer's problem was duplicated. The latch sensor was replaced to correct the issue.

Event description:
It was reported that there was a cassette error, so it was impossible to close to start perfusion. There was unknown patient involvement.